Event description:
Event description cpi received information that this patient with an implantable cardioverter defibrillator (ICD) and endotak transvenous defibrillation lead was experiencing inappropriate shocks. The physician elected to perform an invasive procedure and found the lead was fractured. The lead was replaced with a new endotak lead.